Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting ventricular oversensing and exhibiting loss of capture. The patient was 'symptomatic'. An invasive procedure was performed and the physician elected to explant the ipg and the ventricular bipolar lead, model 4285. A new ipg and lead were implanted successfully.